Event description:
It was reported that a male, pt, in cardiogenic shock was having an intra-aortic balloon (iab) inserted in the cath lab. The md punctured the left femoral artery and inserted a super arrow-flex (saf) sheath with a dilator. The one-way valve was attached and the balloon vacuumed twice inside the tray and wrapped tightly. The catheter was removed from the tray horizontally per the instructions for use. The balloon was advanced through the saf sheath and placed in the correct position. The tip of the balloon catheter was broken during inflation. The iab catheter and sheath were removed together. There was a 5 minute delay in therapy while a new saf sheath and balloon kit was opened and inserted. It was inserted via the same insertion site successfully. There was no pt death, injuries or complications noted. The pt had not excessive bleeding during the procedure and was listed in "fine" condition. Add'l info received on 11/22/2010 from the distributor stated that "the balloon inflated first then ruptured when the md inflated it".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.